Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2026. A visual inspection and electrical test and fourier transformed infrared spectroscopy (ftir) study of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed that the second electrode was lifted and foreign white material attached. Additionally, the pebax was wrinkled. The damage on the electrode could be related to the electrical issue reported. The device was connected to the carto 3 system, and error 105 appeared on the system. The sensor resistance values were verified and found within specifications; in addition, the printed circuit board (pcb) was microscopically inspected and no physical damages were observed on the pcb; therefore, the error 105 could be related to a pcb failure. An electrical test was performed, and an open circuit was found in the tip area. A ftir study was requested for the foreign material and it was determined that it was composed of polyethylene with barium sulfate. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer was confirmed due to the open circuit and electrode damaged observed. The potential cause of the open circuit could not be determined. The potential cause of the printed circuit board (pcb) issue could be related to the component failure and is not related to the customer complaint. The source origin of the foreign material could not be established conclusively. The potential cause of the electrode damage, and pebax condition could be related to the handling of the device during the procedure along with other medical devices, based on the foreign material finding; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿artifact on the distal and proximal signals¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit was found in the tip area¿. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign white material¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿pebax was wrinkled¿. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿artifact on the distal and proximal signals¿ issue. In addition, biosense webster inc. Analysis finding of the ¿second electrode was lifted¿. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the biosense webster inc. Analysis finding of the ¿printed circuit board (pcb) failure¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified an electrode lifted and foreign white material attached. Artifact on the distal and proximal signals of the ablation catheter (thermocool smarttouch sf). Cable changed, did not solve the issue. Catheter replaced. Problem solved. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2026, observed the second electrode lifted and foreign white material attached. Additionally, the pebax was wrinkled. The event was originally considered non-reportable, however, bwi became aware of an electrode lifted and foreign white material attached on (B)(6) 2026 and have assessed this returned condition as reportable.